Event description:
Failed central line attempt, was getting air. Procedure was aborted and equipment checked and it appeared the needle used to locate the vein and introduce the guidewire had a leak in the hub. Water was forced into the needle after the attempt and there was leak from the mid hub. Needle was retained for evaluation and lot # product pulled from shelves.